Event description:
Risk manager reported that the pt had a left proximal ureteral stone and stent procedure done in 2003. Nine mos later, a foreign body was found (a 4" long metal piece with circumference similar to a mechanical pencil head) during fluoroscopy. The pt returned for attempted basketing of the foreign body a mo later, but they were unable to remove it. A mo later, a left percutaneous nephrostomy with removal of renal pelivs wire was done.